Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively established. Additionally, analysis of the submitted log files confirmed low flow events; however, a specific cause for these events could not conclusively be determined through this evaluation. The submitted log files contained events and data from 02apr2023 to 04may2023 that captured multiple low flow events. There were other no notable events or alarms active, and the pump appeared to have operated as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Section 1, "introduction," lists bleeding as an adverse event which may be associated with the use of heartmate ii lvas. Section 1 of this document also provides an explanation of all pump parameters, including pump flow, and explains that pump flow is estimated from pump power. Section 4 of the IFU, ¿system monitor¿, provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6, under ¿caution!¿, further explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. This section also provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was in the emergency department (ed) on (B)(6) 2023, with nosebleed. They were placed on antibiotics twice a day but the dose had to be changed to once a day as the medication upset their stomach and gave them diarrhea. When the patient came to the heart failure clinic after seeing the ear, nose, and throat (ent) specialist, they were fatigued, had stomachache, and was not feeling well. The log files captured some intermittent low flow events throughout the log. Additional information was received that the patient felt better in the upcoming week and new set of log files were submitted. The log file captured low flow events throughout the log.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.